Event description:
On (B)(6) 2012, the pt called for assistance with lowering her basal rates and she reported her blood glucose measured 25 mg/dl this morning and she went to the hospital. She stated she bolused 2.5 units of insulin the previous evening for a meal and her blood glucose measured 159 mg/dl. At 3 am, her blood glucose measured 90 mg/dl and she ate part of a candy bar. Her husband then found her unconscious and called 911. She was given a glucose IV while in the ambulance and was she was transported to the hospital but was not admitted. She was released at 11 am. Her target blood glucose level is 120 mg/dl. She stated her blood glucose has been elevated this afternoon (value not provided) because she believes she was given too much glucose. She has not bolused to lower her blood glucose. Upon follow up on (B)(6) 2012, the pt stated her blood glucose had returned to normal since lowering her basal rates. No product was requested to be returned for evaluation.